Event description:
These lenses were sold to a pt without a prescription. Lens store called about refilling a disposable prescription for a pt. Rptr advised them that the pt was due for her f/u exam. They ignored him and dispensed a large supply of lenses to the pt already. Rptr had recently read an article stating that they are not doing these things (dispensing without a prescription), but they are. A study is being done regrading the monetary loss, however rptr stated that they do not make but a couple of dollars profit on disposable lenses. This is not worth the problems a pt will have without professional care.